Event description:
Information was received from a consumer implanted for fecal incontinence and gastrointestinal/pelvic floor. It was reported the pat ent experienced a loss or change of therapy; they were getting at least 50% reduction in her symptoms up until the day of the report. Stimulation was not felt but it was confirmed that the therapy was on. Symptoms included watery diarrhea and going 6 times. History included having diarrhea prior to implant for 6 years and the trial significantly improved her diarrhea as well as helped with her back pain and urinary incontinence.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.